Event description:
International affiliate reports that two months after the initial repositioning with only screws and no anterior cage support, the patient reported back during routine check up with two broken pedicle screws. This resulted in removal of the broken screws and a re-operation to correct the deformity again with another similar screw system. See mfg medwatch report no. 1526439-2013-22973 for the second screw that was involved in this event.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Visual examination of the broken screw revealed that the device broke at the transition from the screw¿s polyaxial ball to the screw shank. A scanning electron microscopy (sem) found evidence of fatigue striations. No other material defects or other abnormalities were observed in this analysis. A review of the device history records (DHR) found no discrepancies were noted for the products being accepted. No issues were identified during the manufacturing and release of the products that could have been attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis found no observed trends for issues of this nature. Although the root cause of screw breakage cannot be positively be determined, fracture analysis found evidence of fatigue striations. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of the device and there has been no observed systematic trend. Therefore, the complaint will be closed with no further action required.